Manufacturer narrative:
Sections a3, a4, d4, h3, h4: additional information. Section g4: manufacturer¿s aware date was inadvertently omitted from previous report. The correct date was may 22, 2019. Section h1: correction.

Manufacturer narrative:
Section b5: the patient previously had a driveline repair on (B)(6) 2018 which is reported under MFR report #2916596-2018-05173. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the occurrence of transient low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that multiple pump stops were confirmed by the manufacturer's technical service representative through a log file review. The patient previously had a driveline repair on (B)(6) 2018. There is not enough space in the external portion of driveline for repair. The patient was given ungrounded patient cable. X-ray was unremarkable.